Event description:
It was reported that this pacemaker was discovered to be in safety mode. The pacemaker remains in service at this time and no adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the pacemaker be returned back from the field for analysis.